Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that the patient had been in and out of the hospital over past 5 months and now that he was home, he was unable to charge the implantable neurostimulator (ins). In addition, the patient was unable to locate the desktop charger and power cord. An antenna locate (al) feature was attempted, but unsuccessful. A trickle charge was started, but the patient was unable to stay for the cycle completion. There would be an ongoing effort to jumpstart the ins. About 2 weeks later, it was reported that multiple trickle charges had been performed to resolve the suspected overdischarge, but all were unsuccessful. The patient was being referred for replacement. Indications for use include failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.